Manufacturer narrative:
The subject device was returned to olympuss local distributor, but not returned to omsc. Therefore, omsc evaluated based on the content of the proposal and the attached photo. From the photos in complaint information the local distributor, it was confirmed that the tissue pad was peeled off. The provided information indicates that the product name was tb-0535fcs. The lot no. Was 12k"17". The device history record for the serial number indicated no anomaly with the event-related items below. Inspection] high-frequency output [inspection] appearance. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that one end of tissue pad was separated from the grasping section. The tissue pad was not totally separated, there was no part to be retrieved. The intended procedure was completed with another device. There was no patient injury reported.